Manufacturer narrative:
The service evaluation found a e105 lighting lamp error that occurred due to a defective led (light emitting diode) unit failure. Also found the battery was consumed. The cause of the led unit failure is unknown, however, the cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the video system center was returned to the repair center for a reported repair request ¿used product to be sold¿. Upon inspecting and testing, the service evaluation found a e105 lighting lamp error that occurred due to a defective led (light emitting diode) unit failure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 17-feb-2022. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been pointed out in the repair department that e105 is displayed due to an led unit failure. There is no description about the cause of the failure. Olympus will continue to monitor field performance for this device.